Event description:
It was reported that the pump exhibited a battery communication timeout. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection noted cracked top case corners. During functional testing, a "battery communication timeout" displayed at power up and all battery values were zero. When a testing battery was used, the pump operated normally. The root cause was found to be that the battery no longer operates properly due to normal wear as the battery is three years old. The battery was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
Additional information was received by the manufacturer on 16-oct-2022 via email and attached to the complaint object: issue was discovered while intensive care unit (ICU) technician was doing onsite remediation.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.